Event description:
It was reported that this pacemaker exhibited oversensing on the atrial channel that resulted in inappropriate stored atr events. Boston scientific technical services (ts) was consulted and offered reprogramming options. No adverse patient effects were reported. At this time, this device remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).